Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a ultrasafe passive¿ x-series needle guard syringe had leakage from the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: the customer issued a complaint for plunger pulled out from the syringe detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all relate to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration. Investigation conclusion: based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: no.

Event description:
It was reported that a ultrasafe passive¿ x-series needle guard syringe had leakage from the plunger. There was no report of exposure, serious injury or medical intervention.